Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device has not been received by the manufacturing facility for evaluation. Therefore, the investigation was limited to the information provided by the user facility and quality documents. A review of the device history record of the involved product/lot# combination confirmed there were no indications of product related anomalies. A search of the complaint file did not find any other report with the involved product code/lot# combination. A search of the complaint file for the past three years for any complaint similar found no report with capiox rx25. Although the exact cause cannot be determined based upon the available information, there are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported issues while trying to prime the capiox rx25. Follow up communication with the user facility reported the following information: during priming, perfusionist noticed no pressure; pao2 was generated in the oxygenator; it was thought that it was caused by the green line gas filter; filter was changed out of the circuit with a new filter; even with new filter, it was impossible to keep the pressure in the oxygenator; the oxygenator was replaced with a new one and the new oxygenator seemed to work as normal; the procedure was completed successfully; and there was no patient involvement.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00136 to provide the return sample evaluation results. The actual device was returned and evaluated. The actual device was integrated in a normal open tube set design with measurement of pre and post oxygenator pressure, there was no additional resistance after oxygenator outlet connector by clamping partly at the tube/line. Then as the only change, the pressure isolator was integrated in the pressure monitoring line. The pressure isolator was in between the normal pressure line. It was confirmed that the oxygenator was without any leakage all available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00136 to provide the sample evaluation results.

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 2 for mfg. Report # 9681834-2015-00136 to clarify a statement that was made in the first follow up report, as well as correct the codes reported for results and conclusion. In the first follow up it was reported that the pressure isolator was in between the normal pressure line. Although this is a true statement however, it was reported that the involved isolator malfunctioned and failed to determine the correct pressure. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 9681834-2015-00136 to clarify a statement that was made in the first follow up report, as well as correct the codes reported for results and conclusion.